Event description:
The customer obtained a glucose result of 99 mg/dl on a quality control sample that had a target value of 311 mg/dl and results ranging from 274 to 302 mg/dl on a quality control sample that had a target value of 91 mg/dl. There was no report of patient harms as a result of this event.